Event description:
Discordant, (B)(6) results were obtained on one patient sample on an advia centaur instrument. The discordant results were not reported to the physician(s) because they did not match the clinical picture of the patient and the patient's prior result. The sample was rerun on the same instrument and resulted (B)(6). The sample was also rerun on the same instrument five times the following day, and four replicates resulted (B)(6). A different sample tube from the same patient was then tested five times, and all replicates resulted as (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6).

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced the aspirate pinch valves. The fse then ran twenty replicates of a patient sample without any discordant results. Prior to service, the sample that had resulted (B)(6), and the second tube from the patient had consistently resulted (B)(6). The cause of the discordant, (B)(6) results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.